Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would charge defibrillation energy, but would not deliver the energy. The device's had unexpectedly lost power before the shock button was pressed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Based on new information the following fields of the initial medwatch report were updated: b5 - event description: the customer contacted physio-control to report that their device would have detected an energy select button press and displayed "200j" on its display to initiate charging defibrillation energy on its own, without any user intervention. There were no reports of patient use associated with the reported event. Catalog #: 99577-000301. Serial #: (B)(4). Device code - device display's incorrect message - 2591. New information for supplemental medwatch report: code # 2591 - unlabeled. The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. After performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would have detected an energy select button press and displayed "200j" on its display to initiate charging defibrillation energy on its own, without any user intervention. There were no reports of patient use associated with the reported event.